Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2000443: (B)(4) items manufactured and released on 19-feb-2020. Expiration date: 2025-02-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 years and 11 months, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.